Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently, the aneurysm is 70 mm in diameter. It was reported that the patient presented emergently with acute back pain, a CT noted that there was a hole in the stent graft. The patient had an open repair and the devices were explanted. The physician stated the event was related to the device. No additional clinical sequelae were reported.

Event description:
The physician stated that there was a hole (tear) in the posterior aspect of the bifurcated graft at the location near the flow divider. The bifurcated device and limbs were explanted in ¿pieces¿ as they had to be cut apart to be removed. Patient survived the explant procedure but expired the next day due to complications from surgery.